Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and lumbar radiculopathy. It was reported that the patient had poor telemetry or no telemetry with recharging. It was reported that the patient reported poor communication. The patient reported that the ins is dead, and they can't charge the implant. The patient reported that they noticed that they need to charge the implant more often than they used to. The patient hasn't felt stimulation in about a week, and hasn't charged in about 4 weeks. The patient hasn't charged as they were dealing with their degenerative disc syndrome. The patient was asked to reposition the antenna over the ins and to turn the antenna dial through all 4 positions. The patient saw a reposition antenna screen. The patient did not have the patient programmer to troubleshoot. The patient stated that needed an MRI and they would talk to the healthcare provider (hcp) to reset their device. No further complications were reported or anticipated.